Event description:
Customer's mother reports lancet sticks out while using the soft touch lancet device. Customer is using wrong lancets. No accidental stick reported. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.